Event description:
It was reported that a malfunction alarm occurred with the code malf 0 displayed on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance to the customer on resetting the pump, which required steps such as charging the pump, entering storage mode, and reloading the cartridge. The customer was also informed about restarting or starting a cgm session after the reset.